Event description:
During an implant attempt, the physician could not engage the screwdriver into the set-screw. Other screwdrivers were attempted in the procedure, however these also could not be engaged into the set-screw chamfer. The device was not implanted.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.